Manufacturer narrative:
Per tandem's t: slim x2 g5 user guide: "check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing connection disconnected. No damage to the cartridge tubing or the infusion set tubing was observed. Tandem technical support guided the customer through reconnecting the connection and insulin deliveries were resumed. Blood glucose level was 73mg/dl.